Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering accurately. They stated that sometimes the pump would take thirty minutes to deliver and sometimes it would take two hours. They stated it should have delivered in one and a half hours. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).